Manufacturer narrative:
Product complaint # ==> (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - when did the needle detach/pull off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please explain. The needle detached from the thread at the time of introduction into the airseal trocard. - did the needle fall into the patient? If so: *was the needle removed from the patient during the same procedure? We could not find the needle, because of this the x-ray was called to find it *what measures were taken to retrieve the needle? The needle was finally recovered by a surgeon who dressed in addition to the intern because of the loss of the needle in the patient¿s belly. - was there any change in the patient¿s post-operative care due to the prolonged procedure? There was no special care because the needle was found.

Event description:
It was reported that a patient underwent an urology procedure on (B)(6) 2025 and suture was used. During the procedure, in the urology operating room, the loss of the needle was observed after insertion of the needle using the needle holder into the airseal® trocar. The needle was retrieved. Another suture was used successfully. There were no clinical consequences, but this incident presented a risk of injury to the patient, and caused stress to the operating team (minimal lengthening of the procedure by 5 minutes). This is the first incident of its kind reported to us for this reference.. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint#: (B)(4). Date sent to the FDA: 8/8/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6: component code: g07002 no device problem found. Additional information: d9, h3, h6. H3: investigational summary: the product was returned to ethicon for evaluation. One folder with a detached needle and one suture piece and one suture piece outside its packaging were received for analysis. Product code v3040h. During the visual assessment of the detached needle, the swage and attachment area were as expected. The barrel hole of the needle was examined with magnification, and no suture remnant was noted. The suture pieces were examined, and on two extremes. On the other extreme a correct insertion mark was observed; however, the force used to detach the needle from the suture could not be determined. As per the returned conditions of the sample, no functional test was performed. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. It should be noted that as part of our quality process, the device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.